Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the update information on the evaluation from olympus china as follows: -it was found the motherboard failure of the subject device. -there was no sign of water leakage inside the subject device. -the subject device worked normally when it was conducted further inspection. Based on the report of olympus china in addition to above update information, omsc presumed there was the possibility this phenomenon was attributed to accidental motherboard failure of the subject device, which may have caused the error e117 because there was no sign of water leakage inside the subject device. Omsc has confirmed that this phenomenon was not caused by the device or the manufacture, and that there were no problems with the safety and there is no frequent occurrence. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the accidental ccd failure of the subject device. Since the subject device was not returned to omsc, it could not identify the cause of the reported phenomenon. However omsc confirmed that this phenomenon was not caused by the device or the manufacture, and that there were no problems with the safety and there is no frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via the field service engineer of olympus (B)(4), that the error code, e117 which indicates the subject device has malfunctions was displayed just after turning on the subject device at the preparation for the unspecified therapeutic procedure (the patient was not under anesthesia). The intended procedure was completed with another device. There was no patient injury associated with this report.